Manufacturer narrative:
Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have been cooling for 24 hours and keep getting alarm 14 patient probe out of range. They have swapped out the probe and cable, but the alarm persists. They are trying to swap to another device, but it was still alarming 14 and not letting them start therapy in an arctic sun device. Confirmed the cable was plugged into patient temperature (pt) 1 on the back of the device. Had nurse connected temperature probe to the bedside monitor, patient temperature was reading accurately. Using esophageal probe, placement was verified. Nurse swapped cable again, patient temperature reading and able to resume therapy. Nurse will call back if they have any more issues. Nurse stated this was the facility's second time calling regarding alarm 14 patient temperature (pt) 1 probe out of range and alert 50 patient temperature (pt) 1 erratic. Nurse noted they have swapped out to a different device and are getting the same alarm and alert. Patient temperature (pt) was 33.3c, targeted temperature (tt) was 33.5c nurse noted they have been monitoring closely, and patient temperature (pt) has not been erratic. Patient temperature (pt) has been going in and out on device. Esophageal probe in use and replaced with new probe. Probe placement verified. Noted that with having the same issues with a different device and probe, then we need to consider the temperature in cable. Had flex the temperature cable and temperature fluctuations were noted immediately. Advised swapping out to a new temperature in cable and call back if alarm or alert persists. Nurse stated their esophageal probe stopped reading again. When they changed the cable earlier, it worked for a few hours. It was now alarming 14 patient temperature (pt) 1 probe out of range again. Confirmed so far, they have swapped the cable once, swapped the probe once, and then swapped to a different device. This was when they were able to get it to run earlier when they called and therapy has been running for a few hours. Device was now alarming 14 again and patient temperature was showing dashes. Recommended the nurse try swapping the esophageal probe out again. Nurse swapped the probe out and patient temperature was now reading 33.5c. Encouraged nurse to call back with any more issues. Per follow up information received via task on 07apr2026, spoke with charge nurse who was still trying to figure out this case because had notes from 3 different nurses and was trying to piece together. They pull the device data for review and did not know when someone would be available to do that. Per follow up information received via task on 08apr2026, spoke with charge nurse who could not confirm number of component exchanges. There were too many nurses attending to this patient and making too many adjustments on the device. The nurse assumed it was user error with most of what was happening, but they still have not pulled the patient case data to confirm.